Event description:
A falsely elevated troponin I result of 46.67 ng/ml was obtained on a patient sample. Two negative troponin I results were obtained from the same patient the day before. Another sample from the same patient was tested and a result of 0.01 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin result. Analysis of instrument data does not identify a device failure. No conclusions can be drawn.